Event description:
It was reported to the aci sales professional that a physician in training to the mynx device had a pt who experienced a pseudoaneurysm (psa). The pt was given thrombin injection which successfully treated the psa. It was also reported that this pt has had a previous history of spontaneous aneurysms. There was no pt clinical sequelae reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.